Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed at the distributor. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt intermittently failed functional testing. The cause for the failure was isolated to an intermittently open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.